Event description:
Hill-rom received a report from the account stating all of the pt positioning module lights were flashing. The bed was located in the hallway at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed's scale had been zeroed incorrectly and lost its zero reference. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech zeroed the scale to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.